Manufacturer narrative:
Product ID 3888-33, lot# j0546482v, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3888-33, lot# j0314144v, implanted: 2003 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there were coupling and telemetry issues and planned actions included trying to bring the device out of discharge and scheduling for device replacement. It was noted that diagnostic testing and troubleshooting included trying to bring the implantable neurostimulator (ins) out of discharge. It was reported that the patient had not recharged or used the device or four months and a manufacturing representative was going to try to bring the device back to use. It was noted that the patient had lost weight, the patient wanted to start moving and walking and his legs hurt. It was reported that the patient went to turn on stimulation and it didn¿t work. Additional information received reported, the patient last felt stimulation one to two months ago. It was noted, the patient had telemetry issues and an ins overdischarge was suspected. The reporter stated they believed the ins was in ¿discharge¿ on the day of this report. It was noted, the patient had overdischarged the ins once prior to this report. It was further noted, the patient had not used or recharged the ins for a couple of months. The reporter stated, the patient always had a hard time recharging and ¿it was frustrating to recharge.¿ it was noted, the manufacturing representative tried to start the antenna locate feature, but the patient¿s recharger had older software. It was further noted, the manufacturing representative could not communicate with the ins using a clinician programmer. Additional information received reported the manufacturing representative completed one physician mode recharge (pmr) and there was no change. It was noted, the manufacturing representative had started a second pmr. Additional information received reported the pmr was not successful. It was noted, the patient had lots of health issues and had to get approval from other healthcare professionals. It was noted, the patient would try to have the ins replaced. It was further noted, the patient was not receiving therapy.